Event description:
It was reported that a vns patient was experiencing pain and twitching in the upper left chest not during stimulation. Diagnostic tests were performed and the results were within acceptable limits. The patient continued to feel this pain even after the device was programmed off and generator revision surgery was performed. The explanted generator was returned to the manufacturer and is currently awaiting analysis. An associate of the reporter diagnosed the event as a possible peripheral nerve event. In response to the continued pain event, the patient will undergo lead revision surgery within the month; a surgery date has not been finalized.